Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were errors during an electronic transmission and telemetry could not be established. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.